Manufacturer narrative:
Device expiration date: unknown. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. Device manufacture date: unknown.

Event description:
It was reported that 48 bd vacutainer® eclipse¿ blood collection needles experienced safety shield failure. It ha not been specified whether the product defect was noted prior to, during, or after use. The following information was provided by the initial reporter: material no. 368608, batch no. Unknown. Customer says safety shield is easily detachable as the device¿s hinge holding the shield is partially open. It was brought to our attention by our laboratory assistants (phlebotomist) regarding the safety shield that is easily detachable as the device¿s hinge holding the shield is partially open. Staff have reported that using the thumb method of closing the device, the shield easily dislodges. Staff are weary of using the thumb method and resort to using the hard surface method, also dislodging the shield from the device.